Event description:
A missing low alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone type with unknown operating system version unknown. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. The customer reported symptoms of tremors, clonic spasms, convulsions, difficulty swallowing and a loss of consciousness. The customer was unable to self-treat, and a non-healthcare professional (non-hcp) provided water and sugar orally for treatment. There was no report of death or permanent impairment associated with this event.